Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # 010000661, shell, lot # 3024724; item # 010000847, liner, lot # 3117789; item # unk, unknown arcos modular revision cone proximal body, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08008, 0001825034 - 2018 - 08010, 0001825034 - 2018 - 07998, 0001825034 - 2018 - 07995, 0001825034 - 2018 - 08039.

Event description:
It was reported that a patient presented with wound drainage from a pin-hole ulceration. The patient was treated with antibiotics and local wound treatment. The wound continued to drain and the patient underwent an I&d with excision of granuloma. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Reported event was considered confirmed by review of surgical notes. No product was returned; visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of operative notes confirm that the patient underwent irrigation and debridement of left hip wound. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.